Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for an advanced evaluation (ae) for urge incontinence and fecal incontinence. It was reported that the trial patient had diarrhea after their surgery and the issue was now resolved. The patient mentioned they had pain in their back but did not provide a specific cause. Follow up information received from the patient on june 10, 2018 stated that the reported they were having pain to their clinician. The clinician prescribed an antibiotic for the patient and told them ¿much activity¿. There were no further complications reported or anticipated.